Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was attempted to be implanted but not used. The lead was unable to be placed through an extremely difficult coronary sinus take off, with an acute angle and thebesian valve after several guiding and sub selection catheters. An lv epicardial lead was implanted. No patient complications have been reported as a result of this event.